Event description:
It was reported that the device reached elective replacement indicator early due to high threshold on the left ventricular (lv) lead. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. The device met 84% of expected longevity. Without the hi story of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.